Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had dull scissors. There was no report of patient involvement and no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.